Event description:
It was reported that during a pph (longo) procedure, the device cut but did not staple. It produced massive bleeding in the anal channel. The surgery was prolonged as a result of the difficulties. The patient is in critical condition.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.